Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connector of the foley catheter came recessed where the syringe should be placed to inflate the balloon. The device was not used on the patient. Per additional information via email from ibc on 12mar2024, the customer confirmed that they were not sticking together. When they were about to use and opened the package they noticed that the connector was submerged where the syringe was placed to inflate the balloon.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), silastic foley catheter. Visual inspection of the sample noted the inflation cap pushed up and not seeded in in the funnel. The inflation valve was able to be pushed into place. This does not meet specification which states "catheter in finished product 0128xxx and 0109xxx, check that suction connector is correct". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate valve design¿. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿bard® foley catheter: warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. - single use. - do not use if package is damaged. - do not resterilize. - keep away from sunlight. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 15cc balloon: use 20ml sterile water. 20cc balloon: use 25ml sterile water. 30cc balloon: use 35ml sterile water. 40cc balloon: use 45ml sterile water. 75cc balloon: use 80ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. - sterilized by radiation. - sterilized by ethylene oxide. Refer to direct unit label for sterilization method utilized¿. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connector of the foley catheter came recessed where the syringe should be placed to inflate the balloon. The device was not used on the patient. Per additional information via email from ibc on 12mar2024, the customer confirmed that they were not sticking together. When they were about to use and opened the package they noticed that the connector was submerged where the syringe was placed to inflate the balloon.